Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had high blood glucose (bg) levels (500 mg/dl) with a moderate level of ketones throughout the day. The cause of the high bg was not known. The customer's daughter assisted the customer by administering insulin injections to address the bg level. The customer had gone outside to work in the heat and had passed out falling onto the pump. The pump screen cracked and the pump was no longer functional. The customer was to use insulin injections to manage diabetes.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. The pump logs were unable to be reviewed to address the reported high blood glucose as a different issue was identified.